Event description:
This case reported by a health care professional, concerns a male pt with a history of hodgkin's lymphoma. In 2006, during the collection phase of the first cycle of an extracorporeal photopheresis (ecp) treatment, there was a blood leak alarm. The centrifuge bowl had broken apart and blood flew out. The instrument was covered with blood (inside and outside). The estimated blood loss was about 60 ml. The pt has not received further treatments since this visit. As blood was found outside of the instrument, the incidence was considered a potential health biohazard to the operator. Therakos sent a notification to all user facilities regarding implementation of biohazard precautions.

Manufacturer narrative:
Device was not returned for eval. Investigation description: the centrifuge bowl base separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approx 0.33% defect rate. An "important product notification" has been issued by therakos warning the health care professionals to follow universal biohazard safety precautions. FDA has been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods as well as work in process xt-125 procedural kits and work in process centrifuge bowls.